Manufacturer narrative:
One device received at the investigation site. Visual inspection showed with a crack on the right side of the reservoir, a large crack underneath the drain fitting, and missing aux outlet label. Old style components include, printed circuit board (pcb), and drain fitting. Reported issued was able to be duplicated and the cause was determined to be a cracked enclosure under the drain fitting. Corrective action included replacing the enclosure. The device passed all functional and delivery tests. The root cause was a cracked reservoir. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. (UDI number) is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported to be leaking. No patient injury reported.